Event description:
Emergency department treatment of patient with acute/chronic hypoxia - intubated for ventilatory support - cardiopulmonary arrest/CPR, required suctioning. Ceiling suction equipment utilized, but suction not operational because fatigue crack/hole developed in suction hose adjacent to metal fiting. Alternative portable suction attempted (see report #002). Gumco suction pumpadditional source of suction -retractable ceiling hose then obtained and used effectively. Note: patient later expired. However there is no evidence that delay in suctioning contributed to patient's death. This report is submitted with report #0002, because of the unusual, and potentially problematic issues these device faiulures representdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: material degradation/deterioration, tubing. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.